Event description:
Boston scientific received information that there was noise and an an out of range lead impedance measurement and a device header issue was suspected. The pocket was opened and the header was noted to be seperated from this implantable cardioverter defibrillator (ICD). The device was removed. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header was due to a weakened header bond. The header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.